Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (stenosis, calcification and tortuosity), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (stenosis, calcification and tortuosity). (B)(4).

Event description:
Physician was attempting to implant an endeavor sprint drug-eluting stent to a severely calcified lesion in the rca with 85% stenosis and vessel tortuosity but the stent could not pass through the lesion due to severe calcification and tortuosity. The lesion was pre-dilated. The device was inspected before use with no issues noted. No resistance noted at the lesion. The physician completed the procedure, details unknown. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary patency of the inner lumen was checked when a 0.015¿¿ mandrel was passed through the inner lumen, the mandrel could pass through and no resistance was noted. There was a kink located on the hypotube where it is attached to the strain relief. The stent was present on the balloon between the markerbands. The distal tip of the device had no evidence of damage. The distal section of the stent had slight evidence of damage, the 4th distal struts was partially raised and stretched. The middle and proximal sections of the stent had no evidence of damage.